Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a single device. A visual examination of the device revealed that the distal portion of the catheter had dried biomatter and fluids on it. Additionally, the stent was observed to not have been deployed and was still visible under clear portion of the catheter. The device was attempted to be fired by compressing the handle and extreme resistance was felt and the catheter remained in place with no movement being observed. The complaint has been confirmed. The handle was disassembled and each component was found to be visually free from defect. The trigger system was again pressed, and the device was attempted to be deployed again, and again the device was unable to deploy, and the deployment system was observed to flex. The joint of the catheter delivery system, and the carrier mechanism was examined under magnification, and it appeared that the catheter was not fully seated inside of the carrier mechanism component. If the seating is not properly performed adhesive will enter the ID of the catheter and will bond the guidewire lumen, making it impossible to deploy the stent. Therefore; the root cause has been attributed to a human error. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that the device was prepped as per the instructions for use (IFU) and introduced into the patient, and the wrapsody handle would not depress at all to deploy the device. The device was removed from the patient. There was no reported patient injury.